Manufacturer narrative:
This complaint has been generated based on findings identified during post market surveillance literature review published by the ¿harvard combined orthopedic residency program, united states¿. The article can be found at https://doi.org/10.1016/j.jcot.2020.10.036. The reported event could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author.  More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by the ¿harvard combined orthopedic residency program, united states¿. The title of this report is ¿the efficacy of an anti-protrusio plate in patients with anterior column posterior hemitransverse and associated both column acetabular fractures¿, published on october 20, 2020, and can be found at https://doi.org/10.1016/j.jcot.2020.10.036. The report is associated with the stryker ¿¿pro plating system¿ and includes an analysis of the clinical data that was collected on 16 patients. The cases in this study range from 2015 to 2020. During the review of the literature, it was not possible to establish a precise device(s) identification or patient information; however, the article alleges that 1 patient experienced persistent postoperative pain. The report states, ¿one patient has had persistent postoperative pain and has a total hip arthroplasty planned¿.